Event description:
(B)(4) this spontaneous device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the reusable humapen ergo teal/clear pen body device was reported to have broken engagement tabs. The patient stored the pen inside. This humapen ergo, teal/clear pen body device is associated with product complaint (B)(4)/lot number attempted, but unknown. The patient operated the device and was a trained user of the device. The general device duration of use was not provided. The suspect device duration of use was reported as for years. At the time of this report (20-nov-2009), the device was being returned to the company. It was unknown if use with another humapen ergo device was continued. Further information will be added when received.

Manufacturer narrative:
The lilly safety case associated with this medical device report, (B)(4), will be deleted from the lilly safety database. All information has been transferred to lilly safety case (B)(4), which will be forwarded as medical device report 1819470-2009-00071.

Event description:
(B)(4). This spontaneous device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the reusable humapen ergo teal/clear pen body device was reported to have broken engagement tabs. The patient stored the pen inside. This humapen ergo, teal/clear pen body device is associated with product complaint (B)(4)/lot number attempted but unknown. The patient operated the device and was a trained user of the device. The general device duration of use was not provided. The suspect device duration of use was reported as for years. At the time of this report ((B)(6) 2009) the device was being returned to the company. It was unknown if use with another humapen ergo device was continued. Further information will be added when received. Update (B)(6) 2009: upon review on (B)(6) 2009, it was determined that case (B)(4) was booked into the wrong storage area; therefore, this report will be deleted from the database. All information from this case has been placed into case (B)(4).

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.